Event description:
Dealer is stating that when the user comes inside from the garage, he chair will shut down when going over the threshold, happening only intermitt only, not every time. Joystick is showing 9 flashing lights, which is a communication fault. Tech advised dealer to check all wiring for loose connection. No other information provided, dealer hung up.